Event description:
Information was received that the cadd legacy pump alarmed the second time for no disposable tubing. Patient was able to switch to back up and it was working. No reported adverse effects.